Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's therapy was turning off by itself. They stated that, when they walked through the door with security, the device stopped working and turned off, which is why they peed their pants last night. It was reported that this was an electromagnetic interference (emi) exposure through the security gates and theft detectors. They were able to change the programs, but not increase the stimulation. When they synced with the implantable neurostimulator (ins), they reported seeing the stimulation off icon. After turning the stimulation on, the patient stated that they were getting a good vibe in their testicles. They noted that, maybe, they never turned the stimulation on correctly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.